Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 2.75 x 32mm stent delivery system was returned for analysis. A visual examination of the stent identified damage. The first stent strut on the distal end was lifted. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip identified tip damage. A visual and tactile examination of the hypotube shaft identified no issues. A visual and tactile examination of the outer lumen and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 29-nov-2019. It was reported that crossing difficulties were encountered. The 90% stenosed, 28x2.5mm, de novo target lesion with a bend less than or equal to 45 degrees was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.75x32mm synergy ii drug eluting stent was advanced but failed to cross the lesion due to calcification. The procedure was completed with a different device. No patient complications were reported and the patient was stable. However, returned device analysis revealed stent damage.